Manufacturer narrative:
Block b3: date of event was approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip malfunctioned and could not be deployed.

Event description:
It was reported by boston scientific that a resolution 360 clip was used in an unknown anatomy during a procedure on an unknown date. During the procedure, the clip malfunctioned and could not be deployed. When the clip was pulled back, it pulled the mucosa off and remained attached before falling off as the wire was pulled out. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem). Block h6: imdrf device code a15 captures the reportable event of the clip malfunctioned and could not be deployed. Block h11: investigation results visual analysis of the returned device revealed that the clip assembly was missing, with evidence indicating full deployment. The reported event of "clip failure to release from catheter" could not be confirmed, as the device returned in a fully deployed state. The risk review confirmed that both "clip failure to release from catheter" and "tissue damage" are documented in the product risk records and are considered within the acceptable risk-benefit profile of the product. The labeling review verified that the instructions for use (IFU) include tissue damage as a known adverse event and found no issues with the content or clarity of the labeling. Based on all available information, the investigation concluded with the cause code "no problem detected" for the device malfunction, and the tissue damage was classified as a "known inherent risk of device." No further escalation is required.

Event description:
It was reported by boston scientific that a resolution 360 clip was used in an unknown anatomy during a procedure on an unknown date. During the procedure, the clip malfunctioned and could not be deployed. When the clip was pulled back, it pulled the mucosa off and remained attached before falling off as the wire was pulled out. The procedure was completed. There were no further patient complications reported as a result of this event. Additional information was received on april 9, 2025, indicating that the clip was able to grasp and lock onto the tissue, however, was unable to release from the catheter and the procedure was completed by using another resolution clip.

Manufacturer narrative:
Block b3: date of event was approximated to (b)6) 2025, based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem). Block h6: imdrf device code a15 captures the reportable event of the clip malfunctioned and could not be deployed.

Event description:
It was reported by boston scientific that a resolution 360 clip was used in an unknown anatomy during a procedure on an unknown date. During the procedure, the clip malfunctioned and could not be deployed. When the clip was pulled back, it pulled the mucosa off and remained attached before falling off as the wire was pulled out. The procedure was completed. There were no further patient complications reported as a result of this event. Received additional information was received on april 9, 2025, indicating that the clip was able to grasp and lock onto the tissue, however, was unable to release from the catheter and the procedure was completed by using another resolution clip.